Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected to explant the device. The recipient was reportedly a non-user of the device. The recipient's device was explanted. The recipient is doing well. Advanced bionics is currently attempting to obtain consent from the recipient.